Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and force test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed a bent tip and a hole in the pebax with no foreign material inside. No squashed electrodes were detected. During testing, the device was connected to ngen and carto 3 systems. Ablation failed as no temperature or impedance values were detected by the generator or carto 3 system, although force values and vectors were displayed. For the temperature and impedance failures, open electrical and thermocouple (tc) wires were identified in the tip area, contributing to the failures. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force sensor issue reported by the customer was confirmed during analysis due to the hole in the pebax. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. An impedance, tip bent and temperature issues were detected, which are unrelated to the reported event. The potential cause of the open circuits could not be determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax identified by bwi pal. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as relate to the bent tip. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as relate to the open electrical and thermocouple (tc) wires. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that alert code 106 occurred after catheter plugged into the carto 3 system and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 18-dec-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax. This finding was reviewed and assessed it as an MDR reportable malfunction since the integrity of the device has been compromised.